Event description:
The surgeon was removing the uterus from the vagina and placed it in an endocatch bag. The bag broke as the surgeon was trying to remove the specimen. The surgeon used three bags and all three broke. Vagina and abdomen were searched and copiously irrigated. Three pieces were found and removed. The defective bags have been placed in a biohazard bag and put in storage waiting for pick up and a quality study by the vendor. The vendor did say that the 10mm pouch was designed for a gall bladders or appendix. The larger 15mm pouch may be more appropriate but per the sales reps comments, "the force to extract a uterus through a small incision can cause any bag to break".